Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. Patient also had another device implanted. Nformation was learned through implant patient's registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 23 mm xience v stent and a 3.0 x 8 mm xience v stent were deployed in the mid left anterior descending (lad) artery. The following month, while following up with the patient's family, the site spoke with the patient's daughter who indicated the patient was found dead in her home on event date, from an apparent heart attack. No additional information is expected as the daughter was unwilling to provide any further information. No additional event or patient information is available.